Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that fifteen bd ultra-fine¿ nano¿ pen needles were plugged up, and nothing went through during injection. Customer¿s verbatim: "item 320122 lot # 8128630 found 15 pen needles that were plugged up. Nothing goes thru during injection. Does not complete flow check. Discarded items. Informed of non patient end placement."